Event description:
During the prep of the ivus catheter, the md was unable to flush the catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ivus catheter, opticross ivus hd 60mhz catheter (per site reporter), clinical site notified mfg rep directly.